Manufacturer narrative:
Device received with new software release detected. Followed by failure of flash memory alarm, problem isolated to the mother board. Unable to perform all functional testing including`the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to new software release detected. Followed by failure of flash memory alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed new software release detected and failure of flash memory error. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the alarm did not occur during the rewind and prime sequence. The customer received a second new software release detected after clearing the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.